Event description:
The customer reported that the nozzle of the subject device was clogged. The reported issue was identified after a diagnostic gastroscopy was successfully completed. There was no patient or user injury reported due to the issue.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (clogged nozzle) was confirmed. The undefined foreign materials caused insufficient flow in the air and water supplies. In addition, service found the video cable was worn, the insertion tube was crystallized and discolored, and the bending tube was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event; reprocessing after the previous procedure was incorrect, and foreign material like body fluids clogged in the nozzle. The root cause of why device was not reprocessed according to the instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped detect or prevent the foreign material clogging the air/water nozzle: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Immerse the endoscope in the detergent solution." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.